Event description:
An oscar peripheral multifunctional catheter system was selected for treatment of a chronic total occlusion (cto) of the arteria tibialis posterior (atp) and arteria fibularis. The vessel was severely calcified. The balloon ruptured during intervention and was withdrawn. No parts remained in patient.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process controls as well as the final inspection during which each instrument is subjected to a high-pressure test. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the event description, the most probable root cause for the complaint event is related to the patients anatomy (i.e. Severe calcification).